Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the display and the processor board of the cp5 to resolve it. Subsequent testing was completed without issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician

Event description:
Livanova (B)(4) received a report that the display of the centrifugal pump 5 (cp5) was not working during a procedure. There was no report of patient injury.